Manufacturer narrative:
According to the field, this ra lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this right atrial (ra) lead was positioned but was unable to measure p waves. A rise in threshold measurements was also seen. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.